Event description:
It was reported that the patient had bloody urine, hypotension, rising lactate dehydrogenase (ldh), and was positive for heparin induced thrombocytopenia (hit). A review of the log files revealed numerous low flow events on (B)(6) 2024. Further log files reviewed on (B)(6) 2024 showed further low flow events on (B)(6) 2024. On (B)(6) 2024 the patient was hit positive, and had elevated ldh and lactic acid. An echocardiogram was performed and labs were trended. No treatment was performed. The patient was improving but they remained in intensive care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B2: outcomes attributed to adverse: corrected. D1: brand name: corrected. D4: catalog number and UDI: corrected. H6: health effect: clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured intermittent low flow alarms on (B)(6) 2024. The low flows showed corresponding elevations in pi. No other notable events or alarms were observed. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including bleeding and hemolysis, that may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also explains that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.